Event description:
The customer reported via phone call indicating that the insulin pump had a cracks on the reservoir compartment. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agree to return the product for analysis. The customer declined to troubleshoot for low battery alert.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. No excessive no delivery alarms noted. The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and scratched reservoir tube window.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The event type has also been updated.

Event description:
The customer reported a hospitalization due to high blood glucose of 728 mg/dl. The customer had run out of insulin. The customer was wearing the insulin pump at the time of the event and had received multiple no delivery alarms.